Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c plate broke 3 months post-operatively. There are no plans to revise since there is no pseudarthrosis and the patient is doing fine.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the product could not be physically evaluated since it remains implanted, however, an x-ray was provided. Based on the x-ray, the device appeared to match the information in the complaint file and appears to be fractured. Potential cause: the root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during insertion. DHR review: per the DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that an roi-c plate broke 3 months post-operatively. There are no plans to revise since there is no pseudarthrosis and the patient is doing fine.